Event description:
It was reported that the head of the screw was broken during tightening. The surgeon did not use strong force. The shaft of the screw remained in the patient's bone.

Manufacturer narrative:
The reported observation could not be confirmed because the product was not returned for evaluation. The risk assessment related to the failure mode as reported, revealed that the actual occurrence level is within the expected and accepted rate.